Manufacturer narrative:
Concomitant product(s): a 5086mri45 lead, implanted: (B)(6) 2011; a 310c29 valve, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The patient's left ventricular (lv) lead was programmed off until a lead revision could take place. During the lv lead revision procedure, it was noted that the lv lead had pulled back approximately 5mm. The lv lead was tested post revision and no significant diaphragmatic stimulation was observed. The lv lead remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.